Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 3 months. (Calculated from the date when the system controller was issued to the patient.) The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient was burned by the system controller that was left under the patient¿s leg. The patient moved the system controller off the skin and away from being under the covers. No treatment was needed and the system controller remained on the patient. No additional information was provided.

Manufacturer narrative:
The reported event of the system controller causing a burn on the patient¿s skin could not be determined as the system controller was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.